Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient experienced yellowish stoma exudate. Cultures were collected and resulted positive for serratia marcescens. The patient was treated with oral antibiotic, septrin forte (sulfametoxazol/trimetoprim) 800/160mg, one tablet every twelve hours for five to seven days.